Event description:
It was reported that the patients right ventricular (rv) lead was being replaced due to failed shocks. The single defibrillation coil rv lead was extracted and replaced with a dual defibrillation coil rv lead to improve converting the patients fast heart rhythm. During the rv lead extraction the right atrial (ra) lead became dislodged. The ra lead was extracted and replaced as well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.